Manufacturer narrative:
Investigation is in progress. No additional information available at this time.

Event description:
It was reported that "the patient had a large distal and posterior deficit on the lateral side of the right knee after the primary implant was removed. After multiple attempts trialing all different options, the only viable option for the surgeon was to cement on a 5mm posterior augment on top of the 15mm augment. The 15mm augment was screwed on the femoral component, on the lateral side, and the 5mm distal augment was cemented on top and completely dried before cementing the ts femur on the patient." This is not a report of a device malfunction, but this use is not recommended.